Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not require assistance from third party. Customer gave correction insulin by injection and planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment.